Event description:
A malfunction was reported by the caller regarding their tandem pump, which was identified as malfunction code 199. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue arises again.